Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient passed away due to pulmonary edema. No additional information was provided. No autopsy was performed. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number: (B)(6), and the patient¿s outcome due to pulmonary edema could not be conclusively established through this evaluation. Additionally, the cause for the pulmonary edema could not be conclusively determined through this evaluation. No autopsy was performed, and the device was not returned for evaluation. On 03may2021, it was communicated by the account that the patient¿s outcome was not considered device-related. Additionally, the device was noted to have operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.